Event description:
This is a spontaneous report received by baxter from a sales rep on 30-march-2010 from (B) (4), about a defect twist clamp on a transfer set. On (B) (6) 2010 the defect was detected because the clamp didn't close and flow through was possible. The patient is performing continuous ambulatory peritoneal dialysis (capd). The set was on the patient since (B) (6) 2010. On (B) (6) 2010 the dialysate was cloudy and peritonitis was detected (staph. Aureus) and antibiotic treatment intraperitonal (ip) was administered. Additional information will be provided upon receipt. The defect set is available and will be sent to (B) (4) for investigation.

Manufacturer narrative:
(B) (4). Device has not been received for evaluation. If additional information becomes available it will be sent.

Manufacturer narrative:
(B)(4). Baxter received one used set with a cap on the dark blue connector and with no cap on the patient connector. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. The complaint could not be confirmed in the lab. Therefore, the root cause of the complaint cannot be determined. The sample returned appeared fully functional. A batch review for the manufactured lot showed no problems either.

Event description:
It was reported that the device electrically reset. The device will be manually reprogrammed. The device is still in use. No patient complications were reported as a result of this event.